Event description:
It was reported that the patient fell on (B)(6) 2014 and bumped the right side entry wound. The patient thought the implantable neurostimulator (ins) was ¿messed up¿ during the fall and was causing his double vision. The reporter indicated that the ¿hospital¿ thought the patient had a stroke but the patient did not think he had a stroke. The reporter indicated that the ¿right side was all fixed up¿ and the patient had an appointment the following day to check the left side. It was noted that the ins had been a life saver and got rid of the patient¿s tremors on the right side so he could drink coffee without splashing it on his face. The following day, it was reported that the patient was hospitalized the same day as the fall and was still in the hospital due to the fall. The reporter indicated that the patient had a history of balance issues. The initial concerns of the patient having either a stroke or a heart attack had been ruled out. The patient¿s voltage had previously been reduced from 3.9v to 3.5v which addressed the double vision issue. The patient¿s system was imaged but nothing ¿remarkable¿ was found. Impedances were checked and the left side ins was good. Several low, out of range impedances were however read on the right side and the patient was programmed to c+,10-, 3.5v, 210s and 160 hz on this side. The patient was reportedly getting therapy and there weren¿t any therapy concerns at the time of the report. Tremor relief was good.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v867003, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v867003, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).